Event description:
Powder found separately next to the heatwrap in the bag [device leakage]. Case narrative: the initial case was missing the following minimum criteria: no adverse event, only a product complaint. Upon receipt of follow-up information on 04feb2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable other health professional received via customer care center and local pqc department. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number: t65606, expiration date: oct2020) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported that the powder had been found separately next to the heatwrap in the bag. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of 04feb2019, according to the product quality complaint group: the following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. Additional pq investigation results received on 02may2019 includes: the most probable root cause for this event was classified under is material / other. The potential variation (reduction) of sms basic weight observed on the returned sample, the pressure of the folding belts during the wrap transition to the pack system plus the chemistry premix hard granules pushing out of the cells when they were exposed to folding belts could cause fatigue over the less dense sms areas causing the holes over the cells. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch: t65606 met all product release criteria that include the visual attribute inspection for "heat pack integrity" every 10 minutes that detects product with this defect. No further action is recommended, batch: t65606, remains in release status. Qa summary and impact: batch: t65606, flex use remains in current released status. There is no impact to quality, this is the first complaint for "cells damaged leaking" for batch: t65606 and there were no manufacturing issues that would indicate a repetitive defect during the production run. Additional information has been requested and will be provided as it becomes available. Follow-up (02may2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up attempts are completed. No further information is expected. Comment: the device malfunction from the returned samples has been confirmed. The patient reported that the powder had been found separately next to the heatwrap in the bag. No adverse event or patient burn was reported associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a quality issue related to the manufacture of this lot; the defect considered was an isolated event. No further action is recommended, batch: t65606 at this time.

Manufacturer narrative:
The following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. The most probable root cause for this event was classified under is material / other. The potential variation (reduction) of sms basic weight observed on the returned sample, the pressure of the folding belts during the wrap transition to the pack system plus the chemistry premix hard granules pushing out of the cells when they were exposed to folding belts could cause fatigue over the less dense sms areas causing the holes over the cells. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch: t65606 met all product release criteria that include the visual attribute inspection for ¿heat pack integrity¿ every 10 minutes that detects product with this defect. No further action is recommended, batch: t65606, remains in release status. Qa summary and impact: batch t65606, flex use remains in current released status. There is no impact to quality, this is the first complaint for "cells damaged leaking" for batch t65606 and there were no manufacturing issues that would indicate a repetitive defect during the production run.

Manufacturer narrative:
The following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective (B)(6) 2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. The most probable root cause for this event was classified under is material / other. The potential variation (reduction) of sms basic weight observed on the returned sample, the pressure of the folding belts during the wrap transition to the pack system plus the chemistry premix hard granules pushing out of the cells when they were exposed to folding belts could cause fatigue over the less dense sms areas causing the holes over the cells. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch t65606 met all product release criteria that include the visual attribute inspection for ¿heat pack integrity¿ every 10 minutes that detects product with this defect. No further action is recommended, batch t65606, remains in release status. Qa summary and impact: batch t65606, flex use remains in current released status. There is no impact to quality, this is the first complaint for "cells damaged leaking" for batch t65606 and there were no manufacturing issues that would indicate a repetitive defect during the production run.

Event description:
Event verbatim [preferred term]: powder found separately next to the heatwrap in the bag/two heat wrap of a 3ct pack had damaged heat cells where the content leaked [device leakage], , narrative: the initial case was missing the following minimum criteria: no adverse event, only a product complaint. Upon receipt of follow-up information on (B)(6) 2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable other health professional received via customer care center and local pqc department. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number t65606, expiration date oct2020) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported that the powder had been found separately next to the heatwrap in the bag. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of (B)(6) 2019, according to the product quality complaint group: the following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective (B)(6) 2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. Additional pq investigation results received on (B)(6) 2019 includes: the most probable root cause for this event was classified under is material / other. The potential variation (reduction) of sms basic weight observed on the returned sample, the pressure of the folding belts during the wrap transition to the pack system plus the chemistry premix hard granules pushing out of the cells when they were exposed to folding belts could cause fatigue over the less dense sms areas causing the holes over the cells. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch t65606 met all product release criteria that include the visual attribute inspection for "heat pack integrity" every 10 minutes that detects product with this defect. No further action is recommended, batch t65606, remains in release status. Qa summary and impact: batch t65606, flex use remains in current released status. There is no impact to quality, this is the first complaint for "cells damaged leaking" for batch t65606 and there were no manufacturing issues that would indicate a repetitive defect during the production run. Follow-up ( (B)(6) 2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: current location of device updated to manufacturer, event verbatim updated to "the powder had been found separately next to the heatwrap in the bag/ two heat wrap of a 3ct pack had damaged heat cells where the content leaked", adverse event was unchecked., comment: the device malfunction from the returned samples has been confirmed. The patient reported that the powder had been found separately next to the heatwrap in the bag. No adverse event or patient burn was reported associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a quality issue related to the manufacture of this lot; the defect considered was an isolated event. No further action is recommended for batch t65606 at this time.

Manufacturer narrative:
The following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective (B)(6) 2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. The most probable root cause for this event was classified under is material / other. The potential variation (reduction) of sms basic weight observed on the returned sample, the pressure of the folding belts during the wrap transition to the pack system plus the chemistry premix hard granules pushing out of the cells when they were exposed to folding belts could cause fatigue over the less dense sms areas causing the holes over the cells. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch t65606 met all product release criteria that include the visual attribute inspection for ¿heat pack integrity¿ every 10 minutes that detects product with this defect. No further action is recommended, batch t65606, remains in release status. Qa summary and impact: batch t65606, flex use remains in current released status. There is no impact to quality, this is the first complaint for "cells damaged leaking" for batch t65606 and there were no manufacturing issues that would indicate a repetitive defect during the production run.

Event description:
Event verbatim [preferred term]: powder found separately next to the heatwrap in the bag/two heat wrap of a 3ct pack had damaged heat cells where the content leaked [device leakage], , narrative: the initial case was missing the following minimum criteria: no adverse event, only a product complaint. Upon receipt of follow-up information on (B)(6) 2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable other health professional received via customer care center and local pqc department. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number t65606, expiration date oct2020) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported that the powder had been found separately next to the heatwrap in the bag. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of (B)(6) 2019, according to the product quality complaint group: the following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective (B)(6) 2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. Additional pq investigation results received on (B)(6) 2019 includes: the most probable root cause for this event was classified under is material / other. The potential variation (reduction) of sms basic weight observed on the returned sample, the pressure of the folding belts during the wrap transition to the pack system plus the chemistry premix hard granules pushing out of the cells when they were exposed to folding belts could cause fatigue over the less dense sms areas causing the holes over the cells. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch t65606 met all product release criteria that include the visual attribute inspection for "heat pack integrity" every 10 minutes that detects product with this defect. No further action is recommended, batch t65606, remains in release status. Qa summary and impact: batch t65606, flex use remains in current released status. There is no impact to quality, this is the first complaint for "cells damaged leaking" for batch t65606 and there were no manufacturing issues that would indicate a repetitive defect during the production run. Follow-up ((B)(6) 2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: current location of device updated to manufacturer, event verbatim updated to "the powder had been found separately next to the heatwrap in the bag/ two heat wrap of a 3ct pack had damaged heat cells where the content leaked", adverse event was unchecked. Amendment: this follow-up report is being submitted to amend previously reported information: "operator of device" was populated as "lay user". No follow up attempts needed. No further information is expected., comment: the device malfunction from the returned samples has been confirmed. The patient reported that the powder had been found separately next to the heatwrap in the bag. No adverse event or patient burn was reported associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a quality issue related to the manufacture of this lot; the defect considered was an isolated event. No further action is recommended for batch t65606 at this time.

Manufacturer narrative:
The following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn.

Event description:
Event verbatim [preferred term] powder found separately next to the heatwrap in the bag [device leakage] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event, only a product complaint. Upon receipt of follow-up information on 04feb2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable other health professional received via customer care center and local (B)(4) department. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t6560611, expiration date oct2020, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported that the powder had been found separately next to the heatwrap in the bag. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of (B)(6)2019, according to the product quality complaint group: the following complaint has been confirmed as a device malfunction per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0# 1.1.1.1 potential hazard - skin burn, severity rank s3. Please evaluate for medical device report. Severity rank: s 3. Pcom description: two heat wrap of a 3ct pack had damaged heat cells where the content leaked. Sample evaluation: two wraps - two wraps show evidence of wear. There are small holes on top of a few cell packs. Technical services specialist visual examination confirmed that there was device malfunction in the returned samples. No adverse event was reported or patient burn. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: the device malfunction from the returned samples has been confirmed. The patient reported that the powder had been found separately next to the heatwrap in the bag. No adverse event or patient burn was reported associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the device malfunction from the returned samples has been confirmed. The patient reported that the powder had been found separately next to the heatwrap in the bag. No adverse event or patient burn was reported associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.